Event description:
Customer reported the following "the video shows the difference between measurements on my radical and the hospital's intellivue - both using the same lncs neo sensors, both on the same patient, both on the same foot. The delta appear to be 4 to 6 percent lower 02 sat readings on the intellivue. This delta appears to me to be consistent in different rooms (on various intellivue systems)."

Manufacturer narrative:
It was indicated by the customer that the sensor used during the reported event has been discarded, and therefore, couldn't be returned to masimo for evaluation. A video was made available to masimo for review and the evaluation is currently underway. Upon completion of the investigation, a follow up report will be submitted. No patient incident was reported.